Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry underwent revision surgery on (B)(6) 2025 due to subscapularis failure. This event has been deemed unrelated to the eclipse system implanted on (B)(6) 2024. Additional information has been requested.